Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient (pt) reported experiencing back pain and stated that their ins was not working. Agent had pt unlock the controller, and the pt stated they saw a stimulation is off message on the controller. Agent had pt press the white stimulation button on the controller and select stimulation on. Pt confirmed that group b was activated. Agent guided the pt in adjusting their intensity. Pt stated they were still feeling pain. The pt continued to increase the intensity on group b and stated they were feeling a lot of stimulation on their ribcage. Pt also stated they were feeling some relief, but the intensity was too strong on the ribcage. Pt mentioned having groups a, b, and c. Agent had pt switch to group a. The pt increased the intensity and then stated they were feeling unsteady. The agent then had the pt switch to group c. The pt increased the intensity and stated they were feeling stimulation in their leg, noting that the stimulation was very strong and distracting. Agent reviewed information. The pt was redirected to their healthcare provider (hcp) to address their pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.